Event description:
Subject pacemaker was implanted in 2011. Reportedly, an emergency defibrillation was delivered to the pt on (B)(6) 2012. On (B)(6) 2012, it was not possible to interrogate the device and the programmer displayed an error message. Asynchronous pacing was visible. On (B)(6) 2012, it was attempted to completely reset the pacemaker; nevertheless it was still not possible to interrogate the device afterwards. Therefore, device replacement has been recommended for this pt.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.